Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 900 mg/dl. It was reported that the customer was found unconscious, and the insulin pump had a crack in it. Troubleshooting could not be performed because the necessary supplies were not available at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.